Event description:
(B) (4). Same case as MFR report #: 2134265-2010-01777. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, suboptimal placement of a wallstent occurred along with a vessel spasm. The index procedure treated the 99% stenosed, 4x10mm target lesion located in the ostium of the right internal carotid artery (ica). Treatment consisted of the utilization of a bsc filterwire ez, the placement of a 10x21mm wallstent and post dilation with an unspecified 2.0x5mm balloon. However, the wallstent did not completely appose the spatulous portion of the carotid endarterectomy in the common carotid artery. Therefore a second overlapping 8x24mm wallstent was placed with good apposition and approximation to the common carotid artery. Following post-dilatation residual stenosis was 0%. During the index procedure the subject experienced a mild spasm in the intracranial portion of the ica where the filterwire was deployed. No action was taken to treat the vessel spasm and the event resolved without residual effects. The patient was discharged the next day. Per the physician, the vessel spasm was listed as "possibly related" to the filterwire ez.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).